Event description:
Water in unopened sealed package of a spray bottle of sterile water, usp. This same problem was reported on (B)(6) 2025. This time it is noted that the spray trigger is not screwed on. See picture - trigger is ajar and package is fully sealed.